Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and mesh and dima reemeex system were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, (B)(6) 2007, and (B)(6) 2011, and mesh was implanted due to stress urinary incontinence, recurrent genuine stress urinary incontinence, pelvic pain, recurrent interstitial cystitis, dyspareunia, and anterior and posterior prolapse. It was also reported that on (B)(6) 2007, remeex adjustable sling urethropexy and cystoscopy with calibration was performed; on (B)(6) 2009, cystoscopy plus bladder overdistention, and removal of varitensor portion of a remeex sling uretheral dilatation was performed; and on (B)(6) 2011, urethrolyis, removal of previously placed mesh, transobturator sling placement, ap repair using mesh, posterior prolapse repair using mesh, perineoplasty, cmg, cystoscopy and intraoperative marcaine injection for myofascial release was performed. No additional information was provided.